Manufacturer narrative:
After review of the video, it could be verified that no audible alarm was heard while a visual alarm was generating. The serial number of the m540 from this video was unknown. After review of the log files, it was found the time of event was overwritten. No device malfunction could be verified in the available logs. After hardware investigation, it was found that the reported issue could not be reproduced. It was found however that the volume of the alarm was quieter than expected according to the set volume. After internal investigation of the m540, it was found that the lower than expected volume could be isolated to a failed diode on the main board.

Event description:
It was reported that the m540 monitor provided only an optical alarm, no acoustic alarm even though the alarm volume was set accordingly. No adverse patient impact was reported.

Manufacturer narrative:
A follow-up report will be submitted upon completion of this investigation.

Event description:
It was reported that the m540 monitor provided only an optical alarm, no acoustic alarm even though the alarm volume was set accordingly. No adverse patient impact was reported.